Manufacturer narrative:
Results of device investigation will be filed in a supplemental report when complete.

Event description:
During placement of the arterial line, the arterial guide wire became uncoiled. The anesthesiologist was unable to pass the arterial sheath over the guide wire. The guide wire was cut at the uncoiled area and the anesthesiologist was able to pass the sheath over the newly cut wire. There was no pt injury.